Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the product was opened and placed in sterile saline to rinse for two minutes. When the surgeon was ready to implant it, the surgical technician noticed it was creased/folded. When inspected and "gentle manipulated" it appeared the fold was fused together. The surgeon and surgical technician forcefully separated the product and the collagen and silicone layers sheared. The product was not used. There was spare product available to be used for the procedure.